Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and no cubies able to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 1 failed not on bus. The field service engineer (fse) confirmed that previously recovered items were functioning correctly, checked rear cables and connections, and tested the drawer. The system was tested in hardware test application and verified with the user to ensure proper operation. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and no cubies able to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.